Manufacturer narrative:
His report is being supplemented to provide additional information based the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported events could not be determined. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the other evaluation findings are as follows: the plastic distal end has a scratch; the adhesives around the light guide lens has a white-clouded area; the light guide lens has a crack; the objective lens has a scratch; the adhesives around the objective lens has a white-clouded area; the forceps channel port is shaved; the protector of the universal cord on the suction connector side has a scratch; the protector of the universal cord on the control section side has a scratch; the universal cord has a scratch; the connecting tube has discoloration; the grip has discoloration; switch 1 has a scratch; the suction cylinder is shaved; the control unit has discoloration; the mouthpiece is loose; the adhesive on the bending section cover has white-clouded area; the adhesive on the bending section cover has a crack; the adhesive on the bending section cover has a chip; the bending section cover has discoloration; the scope cover has discoloration; the connecting tube has a scratch; due to clogging of nozzle, the air supply volume does not meet the standard value; due to clogging of nozzle, the water supply volume does not meet the standard value; due to clogging of nozzle, the water removal ability does not meet the standard value; due to damage on up/down knob, water tightness is lost; due to wear of angle wire, the play of up/down knob is out of the standard value; due to wear of angle wire, the bending angle in the up direction does not meet the standard value. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. There was no delay to pre-cleaning and the air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges and was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope has defective air and water supply. The issue was found during inspection for use. There was no delay in the diagnostic procedure that was completed by using a similar device. The device was returned for evaluation. During the device evaluation, the tip nozzle with foreign matter was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.